Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited intermittent noise and intermittent high pacing impedances, which at times were greater than 2500 ohms. Due to the performance issues, the patient's physician elected to replace this system. Prior to the change-out procedure all lead measurements (both unipolar and bipolar) were within normal limits, and noise could not be reproduced. However, because of the system's history, the physician proceeded with the procedure and explanted the pacemaker and surgically abandoned the rv lead. A new pacemaker and rv lead were successfully implanted. There were no reports of syncope because of the performance issue and no additional adverse patient effects were reported. The pacemaker has been returned to our post market quality assurance laboratory and analysis is pending.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The field allegations of high impedances and noise were not confirmed by analysis.

Manufacturer narrative:
At this time, no further information is available. This investigation will be updated upon completion of analysis.